Manufacturer narrative:
Contamination of several samples by a clotted-sample when using their ortho vision biovue analyser. It could not be confirmed if incorrect results were not obtained and therefore sample contamination cannot be excluded. The root-cause is associated with a use error, a laboratory operator having loaded a clotted-sample on the analyser. No general product failure is identified. No biased result was reported to a physician. The patients were not harmed. (B)(4). Email address for contact office is: (B)(4).

Event description:
A customer complained after observing what was described as contamination of several samples by a clotted-sample when using their ortho vision biovue analyser. Complainant/complaint reporter: (B)(6), laboratory manager. Event date: on (B)(6) 2021. Reported on: on (B)(6) 2021, by (B)(6) to the orthocare helpdesk. Reagents: not applicable. Software version: (B)(4). Patient information: not provided. The customer reported that on (B)(6) 2021, while testing samples using the ortho biovue system they had noticed that a sample had errored as a clotted sample. On further investigation it became clear that the clot from the sample had become attached to the sample probe and had been transferred from the original sample to all other samples that had been processed at the time, therefore contaminating all of the samples that were on the analyser. The customer reported that a total of 11 samples were involved: 5 ga samples (routine group and screen for patients) and 6 anc samples (antenatalcare ¿ group only). The customer reported that they had recalled 8 samples as they had seen blood around the rim of 2 ga and 6 anc sample containers. The customer reported that these 8 patient results were printed out but that those results were erased from their system and that they were not communicated to any clinician. The customer reported that these 8 patients were redrawn, retested and that the results obtained after redraw were as expected. The customer is not aware of any comparisons done between the initial results and the reruns. The customer reported that no harm was experienced by any of the patients concerned besides the fact that transfusion was delayed by a couple of hours. No further detail was provided. The customer reported that no patient was harmed as a result of the reported events.